Event description:
The epidural was leaking just distal to the connection hub for the pump tubing. We discontinued the epidural because the patient was squirming down in the bed repeatedly and ended up curling the dressing and dislodging the epidural some distance. There is a very tiny wire/hole protruding approximately 1-2 cm distal to the blue/black hub. Not sure if this is a product defect or because of the patient's continued movements.what was the original intended procedure?epidural.device #1is this a laboratory device or laboratory test?no.